Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer had high blood glucose value. Customer's blood glucose value was 500 mg/dl. Customer treated it with a manual injection. Customer stated that the insulin pump was showing low battery even after inserting a new battery. Insulin pump will not be returned for analysis.